Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 due to stress urinary incontinence. Following insertion, the patient experienced pain, bleeding, infection, urinary/bowel problems and dyspareunia. (B)(4) ¿ urinary/bowel problems; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary incontinence, urinary tract infection and urinary frequency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, urinary incontinence, urinary tract infection and urinary frequency.